Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), and upon removing the delivery system, the device had dislodged after tether removal. There was lower sensing, high thresholds and too much movement in the device. The device was eventually snared and removed. A new leadless implantable pulse generator (ipg) was successfully implanted. No patient complications have been reported as a result of this event.